Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3.0mmx30mmx143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced for dilation. However, on initial inflation at 12 atmospheres, the balloon ruptured. The device was removed without problem and the procedure was completed with a non-bsc device. There were no patient complications reported and the patient was in good condition post procedure.